Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. There was no reported adverse impact. Reportedly, the customer did not properly end previous sensor session. Customer to start new session with current sensor to address the issue.